Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. The patient reported that their catheter has come out of their spine and the physician was making preparations for surgery to put it back in. Per the patient their healthcare provider instructed the patient to contact the manufacturer. The patient stated they hadn¿t any falls or trauma but stated that she had possibly over-exerted herself and was too much of a workhorse and pulled it out. Per the patient their healthcare provider didn¿t know how this happened and discovered this after doing routine x-rays a couple months ago that the catheter had moved. Before this was discovered the patient had noticed they were having more pain symptoms getting progressively worse. This started a couple of months ago. On (B)(6) 2017 the patient had a refill, per the patient the physician didn¿t say anything about disabling the boluses and that the pump was still giving the patient the dilaudid anyways, it just wasn¿t going into the patient¿s spine but wouldn¿t help the patient as adequately. The patient stated the physician told the patient she would still be getting the medication but it wouldn¿t be going into her spine. After the refill, the patient started noticing she wasn¿t getting as much pain relief as she did before refill appointment so the patient tried the bolus and she saw a screen saying it was disarmed. The patient thought maybe it was the physician bolus thing after a refill but then it kept saying the disarmed message. The patient stated she did not see the 8503 physician bolus message on their ptm (personal therapy manager) she was seeing a ¿disarmed¿ message. The patient stated that she had been giving herself boluses as often as she can due to the pain she has been having for the past couple of months. The patient started having more pain after coming home from the refill appointment. The patient planned to follow up with their healthcare provider. No further patient complications reported.